Event description:
Initial report was from a social media comment. The patient reported having a drastic change in seizures over 11 months after initially having good control. The patient reported having 5 tonic seizures within 3 hours and notes that is unusual. The patient reported being sick and unable to keep food or medicine down. The patient reported that settings were adjusted resulting in the device "working much better." No other relevant information has been received to date.

Event description:
Additional information was received from the physician. He stated that he had seen the patient mid (B)(6) and that the patient did not report the events. He stated that the patient no longer experienced grand mal seizures and that the last one was in christmas 2017. He said that the patient still did have partial seizures and that he was working with the patient to find optimal settings. He noted that the patient was electrosensitive and psychology sensitive to the settings resulting in it taking extra time to titrate the patient. He noted that the patient experienced poor sleep and stress from a (B)(6) year old child that contributed to the seizures. He stated that all of the events the patient reported were not related to vns therapy. He noted that he would continue titration techniques for the patient and that the patient may be a case of surgical intervention (not vns) related to further treat the patient condition. Diagnostics were noted to be ok although exact values were not provided. No additional or relevant information has been received to date.